Event description:
While inserting a protectiv safety catheter 22g x 1 there was a good flashback of blood when catheter was approximately half way in before being unable to further advance catheter. The catheter was pulled back slightly and attempted to insert again, with only advancing slightly further. I pulled out stylet and attempted to draw back. When noting scant amount of blood I attempted to flush. Patient stated it hurt and at the same time I felt some resistant. When removing catheter I noted what appeared to be approximately 1/8th inch remaining in patient. Surgery consulted and cleared patient for colonoscopy. Consult with attending and I explained to patient what had happened.